Manufacturer narrative:
We have received one out of two reported complaint devices for evaluation. Please note that we have also submitted MDR manufacturer report number 1220948-2017-00064 for the same incident since the incident involved two units from two different lot number. We have confirmed the reported incident with the one returned device. We found that most of the proximal ligature had slipped from its intended position and had covered the inflation holes. As a result, the balloon could not deflate. Also, the distal ligature had slipped from its position and was no longer binding to the shaft although it was binding properly with the balloon. This suggest that the tension applied during winding of the threads to the lumen of the catheter was not strong enough to prevent the ligature from slipping from its position. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of similar nature for devices from this lot. We have not received any further information about the incident from the doctor. It is also possible that the tortuous anatomy of the patient, calcified plaque if present in the patient's vessel and excessive tension on the device during the procedure could also lead to this failure. We currently have a corrective and preventive action (CAPA) opened to investigate the root cause of this issue. The corrective action includes review of our manufacturing processes, materials and handling of the device. We have also made our manufacturing team aware of this issue. At this time, we are inconclusive about the root cause of this defect. We perform 100% inspection on each device to ensure that the ligature properly binds to the shaft and an adequate amount of glue is present in the ligature.

Event description:
Balloon could not be deflated.